Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. Gravity testing was performed and revealed that the liquid was not able to flow through the junction between the chamber and the tubing. Further visual inspection of the junction revealed that the junction showed traces of excess solvent. The cause was determined to be due to a manufacturing issue. Awareness training has been conducted to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low absorption set was unable to be primed with 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.